Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, which is being addressed per internal corrective action. Product not yet returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test result of 80 mg/dl. The customer's laboratory blood glucose test result is 200 mg/dl. The test strip lot# requested, but not provided.